Manufacturer narrative:
(B)(6): the delivery system and stent were returned for evaluation with the stent separated from the delivery system. Visual evaluation of the device revealed the stent to be bent. The suture was found broken inside the suture hole of the push catheter. The suture hole of the push catheter was noted to be torn. The push catheter was also noted to be buckled near the hub end (proximal to the device handle). The guide catheter was noted to be stretched and broken. The broken guide catheter was found loaded on a guidewire and could not be removed from the guidewire due to the guide catheter being stretched. No damage was noted to the guidewire. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment; this may have lead to difficulty retracting the guide catheter during the procedure. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic biliary drainage (ebd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the guide catheter stretched and the stent was unable to be released inside the patient. The device was removed from the patient with no issues. The stent was then attempted to be released outside the patient, however this was also unsuccessful. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.